Event description:
After taking a couple of injections of prolia while under her doctor¿s care my wife's right femur fell apart. She was at home. She did not fall. Her right leg just gave away. Ambulance took her to (B)(6) hospital where she had surgery to implant a rod and a helical blade and a nail and some screws. From there she was transported to (B)(6). Was released several days later and returned home on (B)(6) 2016, my wife's right femur gave away again she was at home. She did not fall. Was carried by ambulance to (B)(6) hospital. The next day she was examined and x-rays showed that the rod and all screws were broken. All of the implants were manufactured by synthes a division of depuy. My wife had a second surgery to remove the old broken parts and put in new ones. The doctor that did the surgery told her to not put any weight on the leg for 6 months and to have rehab at home which she did and made a full recovery. That doctor also told us that in his opinion the broken rod and screws were faulty. Reference report: mw5170540.